Manufacturer narrative:
Initial reporter is synthes sales representative. 510k: this report is for an unknown cage/spacer /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a patient underwent an unknown procedure where the t-pal cage (unk) was applied. Postoperatively it was found that the cage had migrated in the vertebral body. Eleven months later, the patient underwent a revision procedure to replace the cage with a proti t-pal cage. No further information is available. This report is for one (1) unknown cage/spacer. This is report 1 of 1 for (B)(4).